Event description:
The pt received an scs trial system, including a percutaneous lead, on (B)(6) 2011. It was reported the pt presented to the hospital with an infection of the trial scs system. The trial system was explanted as meningitis was suspected. The pt was admitted to the hospital and treated with intravenous antibiotics. A culture of the infected area was performed; however, attempts to obtain the results have been unsuccessful. F/u on the pt found no further issues reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.